Event description:
This companion 2 driver was not supporting a patient. A syncardia clinical support representative reported that while he prepared the companion 2 driver for use at the hospital, the driver did not pass the initial system check. The system check was repeated several times without success. This alleged failure mode poses a low risk to a patient, because the issue was observed when the driver was not supporting a patient. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results fo the investigation will be provided in a supplemental MDR.